Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator inappropriately detected a ventricular tachycardia rhythm as a supra-ventricular tachycardia rhythm causing the device to not deliver high voltage therapy. Programming changes were recommended. No further adverse consequences to the patient was reported.

Event description:
New information received stated that the patient presented to the clinic for the scheduled follow up on dec. 31st, 2019. The device was reprogrammed to address the anomaly. It was determined that the ventricular tachycardia episode was self terminating and likely occurred during the patient's sleep. The patient did not report any symptoms as a result of the anomaly.